Manufacturer narrative:
Product complaint (B)(4). The actual device product code associated with this event is not known. The international affiliate reports the following possible product code numbers: v359g, v474g and 802g. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? What tissue was the needle being used on? What was the condition of the tissue (healthy, diseased)? How and where was the needle being held during use? Where were the broken needle pieces located/in what structure? Location of inflammation? Were all pieces of broken needle retrieved? If so, please provide date and details of the re-operation. What was a reason for debridement? What was the size of retain pieces of the needle retrieved? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Were the pain and inflammation resolved after the needle removal surgery? Product code and lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a laparotomy for total abdominal hysterectomy in 2019 and the suture was used. The patient came back to hospital in (B)(6) 2020 with abdominal pain and inflammation. Complications were only detected a year later when patient complained of abdominal pain. X-rays were performed and fragments of suture needle were detected. The patient underwent a debridement performed in the operation room. Additional information have been requested.

Manufacturer narrative:
Date sent to the FDA: 09/23/2020. Additional information was requested, and the following was obtained: the information I have is very limited because this incident happened in early 2019. What tissue was the needle being used on? - this was abdominal surgery and it was taper point/round body needles used so I suspect it was the deeper abdominal wall layers ie: fascia. What was the condition of the tissue (healthy, diseased)?- tissue was healthy. Where were the broken needle pieces located/in what structure?- xrays were done, the radiologist detected remnants of a surgical needle. What was a reason for debridement?- patient presented with abdominal pain a year after operation. Were all pieces of broken needle retrieved? If so, please provide date and details of the re-operation - debridement was done to remove the foreign body. What is the patient¿s current status? Were the pain and inflammation resolved after the needle removal surgery? - patient is now well. Product code and lot number?- the exact suture code could not be provided because the surgeon and scrub nurse did not detect the foreign body/ broken needle intra op or immediately post op. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? How and where was the needle being held during use? Location of inflammation? What was the size of retain pieces of the needle retrieved? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.